Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73h1600496 investigation did not show issues related to complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The clips were deploying correctly but would not lock onto the structure. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was received with the outer tube slightly bent. The sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly into the jaws of the device or close. Another attempt was made and the next clip was able to properly load and close. The third clip was also able to properly load and close. The remaining clips were all able to successfully fire. Two clips were applied to over-stressed surgical tubing and were able to properly close. The sample was received with 9 clips remaining in the channel indicating that 6 clips were fired by the end user. No other defects or anomalies were observed. The IFU for this product, l03496, was reviewed as a other remarks: part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "not applying clip properly" was confirmed based upon the sample received. One device was returned. Upon functional inspection, it was found that the first clip was unable to properly load or close. However, the rest of the clips were able to properly load and close. The device was received with 9 clips remaining in the channel indicating that the end user fired 6 clips. It could not be determined what caused the first clip to not load properly. No further action will be taken.

Event description:
The clips were deploying correctly but would not lock onto the structure. There was no patient injury.